Event description:
During surgical intervention (reference MFR report #: 1627487-2012-14150), the doctor experienced difficulty advancing a new lead. As a result, the doctor decided to abort the attempt. The product will not be returned to sjm.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.